Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem "fails accuracy +11.3%" was verified by functional testing. The cause is the expulsor. Replaced the expulsor assembly to correct the issue. Cadd legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in (B)(6) 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy +11.3%. There was unknown patient involvement.